Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was selected for post dilatation. However, upon advancing the balloon catheter it was noted that the tip was kind of bent and the wire poked through the side of the balloon . Subsequently, the balloon portion kind of like fractured from the shaft right at the tip. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).